Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The fse reported that the system intermittently freezes (locked up). The caused an intermittent, recoverable loss of imaging functionality. This could result in procedural delay. There is no report of injury or death associated with this event.